Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the fourth inflation. The number of atms reached on the first three inflations was not provided. The lesion being treated was a calcified and 95% stenotic lesion inthe left circumflex coronary artery. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is listed as "good".